Event description:
Pumps flow restrictor inoperative. The spring that keeps the latch closed when door is open is completely detached, allowing fluid to flow freely. Pts. Blood sugar 978, insulin drip started (tpn was hung at 11:30 am, bottle empty at 8pm. Infused too fast). On 6/8/99 - reported by phone to MFR rep.